Event description:
It has been reported that a versacross steerable access solution kit was selected for use for an atrial fibrillation (a fib) procedure. After inserting the non-boston-scientific advisor hd grid x into a versacross sheath to map the right atrium, fluid was with withdrawn from the sheath until blood was seen. The tip of the grid x catheter was then inserted and fluid was pulled back through the sheath again before advancing the grid x into the heart chamber. However, during withdrawal, blood and air was noted to continue to leak. The grid x was removed, and both the versacross sheath and grid x were re-flushed and re-inserted, yet the same issue occurred again. The grid x was then exchanged for a regular hd grid and the issue was resolved. The procedure was completed with no adverse patient consequences. The device is not expected to be returned for analysis. Voluntary report - medwatch#: mw5166876.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc on the voluntary report - medwatch. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were not completed to try and retrieve additional details regarding the reported event, since no facility details were provided on the voluntary report - medwatch.